Manufacturer narrative:
"Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016:the patient was diagnosed with an incisional hernia. On (B)(6) 2016:the patient underwent incisional hernia repair with an unspecified bard/davol ventralight st hernia mesh product. The bard/davol ventralight st is defective. As alleged, the patient has experienced mental and physical pain and suffering, has sustained permanent injury, and undergone medical treatment and/or corrective surgery and hospitalization, and will likely undergo additional medical treatment and/or corrective surgery and hospitalization.